Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/02/2016 with the following findings. During testing, the battery compartment was observed to be cracked. The display was dim and discolored. Unrelated to these issues, the keypad cover was lifting at the ok button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a display issue. This report is made based on results of investigation completed on (B)(6) 2016.